Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. Concomitant products included ibuprofen from 2016 to 2017. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (laparoscopy, bilateral partial salpingectomy, hysteroscopy and dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. The essure trailing coils: left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tube occlusion by metallic coils on (B)(6) 2016, sonogram shows enlarged ovaries with multiple small cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6)-year-old female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. Concomitant products included ibuprofen from 2016 to 2017. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (laparoscopy, bilateral partial salpingectomy, hysteroscopy and dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. The essure trailing coils: left 2 right 2 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tube occlusion by metallic coils on (B)(6) -2016, sonogram shows enlarged ovaries with multiple small cysts . Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs received. Reporter added, events abnormal bleeding (vaginal, menorrhagia), uti, dyspareunia (painful sexual intercourse) were added. Lot number added. Lab data added. Outcome of events pelvic pain, dyspareunia and bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.